Event description:
It was reported that the patient with this artificial urinary sphincter (aus) became incontinent again due to fluid loss in the system. The location and source of the fluid loss was not identified by the physician. A surgical procedure was performed in which the aus was removed and replaced with a new one. No further patient complications were reported.